Event description:
It was reported that there was a broken tip of the threaded trial spacer handle stuck in the hole and is jammed in a synfix lr- trial implant. This was found in an evaluation set. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A review of the product development event evaluation was conducted: the returned device was manufactured on march, 2010 and is 4 years old. The trial spacer handle was received with the tip of the spindle assembly broken. The broken tip of the spindle assembly remains inside the orifice of the trial spacer. The knob of the spindle assembly has the letter e etched on top which indicates that this part is from an evaluation set and hammer marks. Also, the shaft of the spindle assembly exhibits scratch marks and discoloration. The associated drawings of the previous and current releases were reviewed. The drawings detail the appropriate dimensions, materials, and finishing process for a successful instrument. Current revisions the associated drawings for the same part revealed that the stainless steel was changed; the changes to the material were implemented. This part predates the current revision which contained the previous material. This complaint failure is due to improper technique (use of handle in loosened state, excessive impaction force, cross threading) leading to the fracture of the trial spacer handle spindle tip. Therefore, this complaint is valid from a design perspective.

Manufacturer narrative:
A review of the device history records was conducted: (B)(4) manufactured the trial spacer handle, p/n 389.151, and lot number 6280942 for po (B)(4). The supplier¿s certificate of compliance (dated 3/5/10) indicates the parts were manufactured to p/n 389.151, revision ¿e¿ and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number (B)(4), revision ¿b¿, completed 3/9/10. There were no mrr¿s, ncr¿s, or complaint related issues with this complaint. P/n 389.151 is made from drawing, 389.151, revision ¿e¿, released 10/31/2008. A manufacturing evaluation was completed: the spindle assembly component was received with broken threads at the tip. There is also rust-colored discoloration on the shaft of the spindle assembly. (B)(4) manufactured the trial spacer handle, lot number 6280942. The parts conformed to all dimensional and cosmetic requirements at synthes incoming final inspection. The material, hardness, and shaft diameter requirements of the affected component were confirmed to be correct. Damage prevented verification of the thread form. Based on the specifications at the time of the original manufacture, the evaluation performed by synthes, and the unknown cause, this complaint is deemed invalid. Device is an instrument and not implanted/explanted. Placeholder.